Event description:
Reportedly, during a standard follow-up, a warning was displayed stating that an automatic atrial pacing mode change to vvi mode occurred due to two abnormal lead impedance measurements performed on (B)(6) 2021. However, the lead implanted is a ventricular lead, and no anomalies were observed in the ventricular lead impedance measurements.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared and approved by FDA for marketing in the united states.

Event description:
Reportedly, during a standard follow-up, a warning was displayed stating that an automatic atrial pacing mode change to vvi mode occurred due to two abnormal lead impedance measurements performed on (B)(6) 2021. However, the lead implanted is a ventricular lead, and no anomalies were observed in the ventricular lead impedance measurements.